Manufacturer narrative:
No unexpected shut down or reboot noted. The insulin pump had constant no motor movement alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 alarm. Unable to verify time value incorrect alarm due to constant no motor movement alarm. The electronic assembly and force sensor had moisture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was unknown at the time of the incident. Customer stated that, they are not able to rewind the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.